Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console created smoke and stopped working. There was no adverse consequences to the patient as a result of this event.